Event description:
Consumer called to report her son stuck himself with a used bd insulin syringe that was in the trash in the building where he works. Follow up conducted revealed the patient did go to the doctor and received a tetanus shot. Patient believes the needles were disposed of improperly (placed loosely in a garbage bag).